Manufacturer narrative:
Per medwatch - mw5080589 received by lumenis on 11/9/2018; patient reported that his right eyelid was burned and scarred during an m22 ipl dry eye treatment on (B)(6) 2018. Patient did not provide physician, facility or device serial number information. Lumenis promotes the m22 system in the USA only for indications cleared by the FDA. Regarding the reported injury, lumenis requested additional information about the specific case from the FDA in order to facilitate a proper investigation of the severity and cause of the injury, but was told by the FDA that the agency does not have any more information pertaining to this report. Therefore, no clinical or engineering determination of severity or cause is possible. However, it is possible to state the following regarding the potential for injury to the eyelid in general. A user manual and eye protective goggles for the patient are provided with every lumenis m22 system. The patient must wear the protective goggles when using the ipl near the eyes (section a.4.3. In the um - see below). If the treatment guidelines (section d.4.6.9 in the um) are followed, an injury to the eyelid is extremely rare. As a further precaution to maximize patient safety, a test spot should be performed on the patient in order to asses skin response before performing a full treatment (section a.3.4. In the um). Referenced excerpts from the user manual; a.4.3 eye protection it is imperative that all people present in the treatment room during treatment (patient and medical personnel) protect their eyes by wearing lumenis recommended protective eyewear with the following optical density (od): - od 5 for the patient - od 3 for operator and staff when using ipl near the eyes, have the patient wear opaque protective eyewear. It is good practice to instruct the patient to close his/her eyes at the sound of the "beep" before the light pulse is delivered, or during the entire periorbital treatment. For all facial treatments, the patient must wear fully occlusive protective goggles. D.4.6.9 burns there is a small chance of burns occurring on the skin. To reduce the possibility of burns from occurring, it is important to carefully follow all treatment instructions, and in particular to perform test patches. Always perform a test patch in a small inconspicuous zone within the intended treatment area during the first treatment session and whenever treatment settings are changed, before performing an additional pass on the same treatment area (if allowed), and when changing a module. A.3.4 warnings as with any ipl, appropriate care must be taken to ensure safe and proper use. This entire operator's manual should be thoroughly reviewed and understood before operating the instrument. Furthermore as discussed below, the operator should attend a laser training course before using the system. Perform test spots on patients and asses skin response before performing a full treatment. Side effects may not develop until several days following exposure. For skin types v-vi, wait at least 48 - 72 hours after test spots to observe tissue reaction. Always allow adequate time between test spot and actual treatment. Final conclusion; due to the information provided and/or lack thereof, a serious injury cannot be confirmed but lumenis is reporting the event as an abundance of caution. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.

Event description:
Medwatch - mw5080589. Patient reported that his right eyelid was burned and scarred during an m22 ipl dry eye treatment on (B)(6) 2018. Patient did not provide physician, facility or device serial number information. Request to cdrh to obtain further information regarding system, patient or incident was unsuccessful. No further data available.